Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. This testing included verification of monitoring mode operation, displayed heart rate with short and long beeps and mcm incident recording and printing out. The units case bottom was found to have physician damage that did not affect operation for patient treatment and it was replaced. The patient cable and monitoring pads used at the scene were not returned for this evaluation and either could have caused a "check electrodes" condition that would prevent the incident from being recorded to the mcm, prevent the defibrillator from entering monitoring mode where it would need to bein order to display a heartrate and audio beep with the heart beep, and cause the unit to shut off automatically after being left 2 minutes in a "check electrodes" state. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sense indicating faulty electrode, contact or connection. The hs3000 operating instructions explan the "check electrodes" condition and what to do should it be experienced. The customer was sent a letter explaining our evaluation.

Event description:
During an incident in 2000 involving a pt being monitored using hewlett packard m2202a pads, expiration dated 10/2001, the defibrillator showed vtach on the display but when the mcm was downloaded, it said "mcm empty." The pt had a heartrate and was able to talk to the crew. Later at the base, the crew tried to monitor a crew member. The device showed nsr on the display, but it had no heartrate or audio heartrate and the unit shut off after 3 minutes. The batteries are new, expiration dated dec 2002. Laerdal believes, from the behavior described, that the customer's defibrillator was in a "check electrodes" state.